Event description:
Baxter complaint coordinator (cc) reported that the home patient (hp) was diagnosed with peritonitis after using the homechoice device for apd therapy. The cc reported that the hp had abdominal pain and cloudy effluent. The hp's effluent was cultured, which revealed staphylococcus, species coagulase negative. The hp was treated with vancomycin (route and dose unknown) and cipro (route and dose unknown) as a result. The cc relates that the hp's healthcare professional (hcp) is not certain if there was a break in the hp's aseptic technique or not. The cc reported that the hp's homechoice cycler was replaced after it was reported that fluid was moving "the wrong way" during drain. According to the cc, the hp has since recovered from this peritonitis episode.